Event description:
Customer reportedly tested 5.3 inr and either 5.2 inr or 5.5 inr on the coaguchek xs system while a comparison lab returned as 8.0 inr. Coumadin was discontinued based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.